Event description:
It was reported that a light sensitive drug set had broken tubing. This was identified during infusion of an unspecified drug. The infusion was then stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retained sample from the same lot was evaluated. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. A gravity test was performed with no issues noted. The device was also inserted into a colleague pump and again no issues were found. The reported condition was unable to be replicated with the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.